Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the advance 35 lp low profile balloon catheter's balloon ruptured at 15 bar when inflated. Subsequently, the advance 35 lp low profile balloon catheter was removed and another manufacturer's device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional questions regarding details of the event have been asked, but are not available at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was returned in a damaged state. The balloon was inflated to 10 atmospheres (atm), and leakage was visible at the distal end of the catheter. A kink in the balloon tubing was noted at a distance of 5.7 cm from the distal end of the device. The balloon tubing was also twisted, likely due to the observed kink. The catheter tubing was cut open proximal to the proximal bond, and a rupture was noted inside the lumen wall. There were no balloon defects or damage noted; the balloon did not burst. Additionally, a document based investigation evaluation was performed. A review of the device history record confirms that the lot was released meeting all finished goods release criteria. There is no evidence to suggest that there is any nonconforming product in the field. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.